Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit due to a blood glucose (bg) level of less than 30 mg/dl. The customer alleged that the pump and supplies were not functioning as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide additional information.